Event description:
It was reported that during a 3 stage oesophagectomy procedure, the dr used the device to mobilize round the stomach. A strange noise was heard while in the abdomen. It could have been metal contact. The device was working fine for the next stage up in the neck. But then when returning to the abdomen, it was noticed that the tip had broken off. Twenty minutes were spent looking for the tip using an x-ray machine. It was eventually located still in the neck. A new instrument was opened and the case continued - no harm to pt.

Manufacturer narrative:
Date sent: 07/31/08. Info anticipated, but unavailable at this time.